Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that over-responsive buttons caused the patient to have a blood glucose drop so low they had blurred vision, difficulty speaking, and cognitive impairment, then lost consciousness. Paramedics were called and gave IV glucose. Patient was able to stabilize self after regaining consciousness. This complaint is being reported as the button issue contributed to the hypoglycemic event.